Event description:
Same case as manufacture's report #'s 6000093-2006-00553 and 6000093-2006-00554. It was reported that 168 days after implantation of a 2.5x24 mm, a 3.0x20 mm, and a 3.0x12 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, three target lesions were located, one in the mid left anterior descending (lad) artery, one in the proximal ramus artery, and one in the proximal left circumflex artery. A pre-intervention stenosis of 70% was reported for the three target lesions. The three lesions were balloon dilated. A 2.5x24 mm taxus stent was deployed in the proximal left circumflex artery. A 3.0x20 mm taxus was deployed in the proximal ramus artery. A 3.0x12 mm taxus stent was deployed distally. A post-intervention percentage stenosis of 0% was for the three lesions. No information was reported on the calcification or the tortuosity of the three vessels. No information was reported on patient medications used before, during, or after the procedure. The patient is reported to have tolerated the procedure well. The patient presented 168 days after the initial procedure with a 70% in-stent restenosis of the mid lad, 80% in-stent restenosis of the proximal ramus artery, and 80% in-stent restenosis of the proximal left circumflex artery. The lad was balloon dilated and two 3.0x32 mm taxus stents were deployed in the lad. A post re-intervention stenosis of 0% was reported. The ramus artery and the left circumflex lesions were not treated. The patient was reported to have the tolerated procedure well.